Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) is not booting up into the cns software or showing any video display. According to the customer, the patients are being monitored by a different working cns. The customer will send in the unit to be repaired. There was no patient injury reported. Investigation summary: nihon kohden america evaluated the cns. The cns was unable to boot up even with a known working hard drive. This was indicative of motherboard failure. The motherboard was replaced to repair the device. The spontaneous reboot was caused by the motherboard failure, however, the root cause for the motherboard failure could not be determined. Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that the central nurse's station (cns) is not booting up into the cns software or showing any video display. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) is not booting up into the cns software or showing any video display. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) is not booting up into the cns software or showing any video display. According to the customer, the patients are being monitored by a different working cns. The customer will send in the unit to be repaired. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: patient information, event detail & device information requests: attempt # 1: 02/08/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/10/2022 a phone call was made in an attempt to gather patient and device information, a voice mail was left for clinical engineering to call me back with the patient and device information. Attempt # 3 02/20/2022 a phone call was made in an attempt to gather patient and device information, a voice mail was left for clinical engineering to call me back with the patient and device information.